Event description:
It was reported by a peritoneal dialysis (pd) nurse that this patient on pd therapy was hospitalized being treated for peritonitis. There were no reported allegations that the peritonitis was related to any issues with fresenius products. In additional follow-up, the pd nurse stated the patient was having symptoms of abdominal pain and fever. As a result, on (B)(6) 2023, the patient went to the hospital and was admitted. It was reported that the patient had a pd culture obtained in the hospital. However, the pd nurse did not have the pd culture results available. The nurse stated the patient was treated with antibiotic therapy using cefepime (dose unknown) intra-peritoneal (ip) for peritonitis. On (B)(6) 2023, the patient was discharged from the hospital. The patient¿s nurse was not able to identify the exact cause of the patient¿s peritonitis is unknown. However, the nurse confirmed the patient did not have any fluid leaks or issues with fresenius products in relation to this event. The nurse reported the patient is recovering from peritonitis and continues pd with the same cycler.